Event description:
It was reported that the customer's blood glucose levels have been over 600 mg/dl for the past few hours. Offered to troubleshoot the insulin pump, but the wife decided to seek medical attention. She stated she would be calling the customer's doctor or taking the customer to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.